Event description:
This pt had a right total knee replacement in 1993. She presents at this time with increasing pain in her right knee. She was admitted to this facility for a revision of the right total knee arthroplasty. Intraoperatively the pateller component was found to be loosened; this was removed and replaced.